Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instruction for use (IFU) users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Type ii endoleaks are defined as retrograde flow through patent collateral vessels into the perigraft spaces (i.e., aneurysmal sac), which have been excluded by thoracic or abdominal endograft placement. A type ii endoleak can originate from any of the aortic branch vessels, including but not limited to; intercostal, left subclavian, pharyngeal, lumbar, inferior mesenteric, hypogastric, sacral, gonadal, or accessory renal arteries. Additionally, the IFU states adverse events that may occur and/or require intervention include, but are not limited to endoleak. Aneurysm enlargement

Event description:
On (B)(6) 2011, this patient underwent endovascular repair for an abdominal aortic aneurysm measuring 52.0 mm in diameter and was implanted with gore excluder aaa endoprostheses featuring c3 delivery system. The patient tolerated the procedure with no reported endoleak, and was discharged on (B)(6) 2011. On (B)(6) 2016, the patient underwent re-intervention for a type ii endoleak originating from a lumbar artery. Successful coil embolization of the lumbar artery with 6/20 coils was performed via access from the left internal iliac artery. The patient tolerated the procedure and was discharged on (B)(6) 2016.

Manufacturer narrative:
.